Event description:
Caller reports receiving results of 140mg/dl, 238mg/dl, 47mg/dl, 60mg/dl, and hi within 10 minutes on the same device. Customer also reportedly received results of 60mg/dl, 47mg/dl, 238mg/dl, 140mg/dl, and 174mg/dl within 10 minutes on the same device. Customer reports receiving results of 47mg/dl, 238mg/dl, 140mg/dl, 174mg/dl, 249mg/dl, and 177 mg/dl on the same device within 10 minutes. The result of hi was the last result obtained within all reported results and customer reports drinking milk in response to the result. No adverse-event reported. Requested reutrn of suspect device and replacement was sent.